Event description:
It was reported that the patient is requesting a revision of an ams 600m penile implant due to difficulty in penetration. The physician reported that after physical examination of the device he noticed sings of implant fracture bilaterally. A patient outcome was not reported.